Manufacturer narrative:
(B)(4). Batch # m9150h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the tissue pad fall into the patient: no; is the piece of the tissue pad being returned with the device: no.

Event description:
It was reported that during an unknown procedure, half of the tissue pad was detached. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9150h. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Upon visual inspection it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Please notify us of any processes or conditions that could have contributed to the blade horizontal metal scratches. The batch record was reviewed and no anomalies were noted during the manufacturing process.